Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was functioning without alarm symbols. After the patient fully connected their black and white power cables to the mpu, a hazard low battery alarm would go off.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings during the wire testing which confirmed an electrical contact/short between the rsoc (relative state of charge) and the shield. As a result, the system activated a low battery alarm; however, the pump support was not affected. The reported low battery alarms while connected to the mpu was confirmed. The evaluation of the returned (B)(6) revealed an electrical contact/short between the rsoc (relative state of charge) and the shield lines in the patient cable. As a result, the system activated a low battery alarm; however, the pump support was not affected. The mpu patient cable was replaced and the issue was resolved. The mpu was functionally tested and passed all test steps. A specific root cause for the compromised patient cable was not able to be determined. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.